Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has an aortic valve angle measured to be 42 degrees. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 22mm, non-abbott ballon. During the procedure, at 80 percent and at release, the valve was placed at a depth of 6mm both on the left-coronary cusp (lcc) and non-coronary cusp (ncc) and the valve was able to be implanted successfully at a depth of 6mm both on the ncc and ncc after three captures since the valve was unable to be positioned. No complications were observed during the procedure. Post-procedure, on echocardiogram (echo) mild paravalvular leak (pvl) was noted. The patient was reportedly discharged. On follow-up, 30 days later, the patient was developed with moderate pvl.